Event description:
It is reported that upon removal of the implant from the box that the scrub practitioner noticed that the tip of the stem had pierced the inner plastic wrapping of the implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.